Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported the usb port was damaged preventing the customer from charging the pump and led to multiple unexpected pump shutdowns. Additionally, it was reported that multiple, intermittent occlusion alarms occurred. There was no reported impact to the customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.